Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The physician could not cross the lesion with a 2.5x32mm taxus liberte stent. The target lesion was located in the calcified right coronary artery (rca). The physician placed the stent through the guide catheter and the catheter went over the wire into the proximal part of the vessel. While pushing the stent system, the shaft broke apart. The broken section of the shaft was on the outside of the guide catheter making it easy to remove the broken shaft out of guide catheter and patient's body. The physician attempted to cross the lesion with a 2.5x16mm taxus liberte stent, but was unable to cross. The procedure was completed with a different device. No injuries or complications were reported. The patient status was noted as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.